Event description:
The original info rec'd stated that the insuflator did not connect to the hub to inflate the balloon and then release the stent. No further info was provided. The product was returned and preliminary findings showed that the hub was cracked. No further info is available.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.